Event description:
It was reported that during a right side colectomy procedure, the jaw would not open after the fifth firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this info, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint info is trended on a regular basis to determine if further investigation is warranted.